Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline twisted and had movement during placement. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the left internal carotid artery with a max diameter of 9mm and a 5mm neck diameter. The landing zone was 4.2mm distally and 5.1mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered and the pru level was as usual.  The angiographic result post procedure was normal. It was reported that during deployment of the pipeline flex shield 5-35 inside the micro catheter, it became twisted and after several trials of resheathing, the stent slipped and opened in the artery not in the recommended part and did not cover the wall of the aneurysm. Another stent was deployed inside it with angioplasty to open the twisted part. Multiple pipelines were not being used when movement occurred. There was severe friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location and missed the landing zone. The device jumped during deployment. The pipeline was not placed at least 3mm past the aneurysm neck on each side. There were no side branched covered by the pipeline. The tip of the catheter did not move during deployment. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include a guider softip 8f guide catheter, xt-27 microcatheter, and synchro guidewire.